Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a hemodialysis (hd) patient experienced blood loss during their treatment. The fresenius 2008k2 hd machine gave both an air detector alarm and a trans-membrane pressure alarm during the patient¿s treatment. The patient opted to cancel treatment; the patient¿s estimated blood loss was 150ml. A fresenius mexico technician was scheduled to service the reported machine. Additional patient and event information was requested but was not provided.